Event description:
It was reported by the customer, two needles leaked from the y access port. There was no harm reported. This report addresses both needles.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed. The product returned for evaluation was two 20g x 0.75in. Safestep infusion sets w/y-site. A gross visual inspection of the returned units found no damage or defects to the components. Both units were leak tested by flushing both the proximal luer and y-site with water using a luer lock syringe. During testing no leaks were observed. Based on the available evidence, the reported defect could not be confirmed.